Manufacturer narrative:
A ge service rep performed an on site investigation. The filmer was cleaned and adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system would not boot up and had a remove film error. No pt injury was reported.